Manufacturer narrative:
The report of an air trap alarm was confirmed based on the evaluation of the thermogard console (B)(4) performed onsite. Visual inspection of the console found that the air trap block needed cleaning. This observation is related to the report of an air trap alarm. Additionally, unrelated to the reported event, the coldwell lid was observed to be missing. After the console's air trap block was cleaned and reinstalled, the console was functionally tested and operated as intended without any issue observed. Upon customer approval, the missing coldwell lid will be replaced before releasing the console back to the customer. Review of the event log retrieved from the console revealed no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard console (B)(4) displayed an airtrap alarm. The user was unable to clear the alarm. The issue occured during routine check and no patient involvement was reported.